Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site requiring hospitalisations on 3 occasion. The abutment was removed. Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on nov 9, 2021.

Event description:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to re-implant the patient as of the date of this report. The patient was treated with oral antibiotics for 10 days (specific date not reported).